Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. There was huge leak from the biopsy channel at the distal end. The scope was badly flooded. After drying, the image and switches were working as intended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, there was a leak detected in the non-olympus aer, therefore the evis exera iii gastrointestinal videoscope was not disinfected as the cycle failed due to the leak. It was unknown if the issue was found at reprocessing before or after a diagnostic procedure. No patient harm reported. During the evaluation of the device, it was noted the angulation chain was rusted. This report is to capture the reportable malfunction of the rusted angulation chain noted at estimation.